Manufacturer narrative:
Information was received on (B)(6) 2020 indicating event date and indicating that it was unknown whether the event occurred during use with a patient.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the customer's reported problem. The downstream occlusion sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump had a leak. The patient switched to the back up pump with no issue. There was no harm to the patient. There were no adverse events reported.